Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to weakness and pre-syncopal symptoms. The patient was hospitalized due to intermittent loss of capture (loc) was observed. The patient was later reassessed by another physician and no further loc was observed. The duration of pacing inhibition remains unknown. Surgical intervention was performed and the lead was surgically abandoned while the device was explanted and replaced.